Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient stated today they just noticed there was frayed wiring on their recharger. Patient stated they were worried the recharger was going to break soon. Patient mentioned they charge the implantable neurostimulator (ins) every other day so they must have worn the cord out. The issue was not resolved. A request was sent to repair to replace the recharger. Patient called back and stated that they were scheduled for an MRI to evaluate their kidney. The MRI facility requested a letter confirming that they were eligible for a full-body MRI. Agent provided the technical services contact number and advised the patient to have the MRI facility contact medtronic directly for assistance with the requested documentation and any questions regarding their MRI eligibility. Patient stated that their old recharger was replaced because their ins was not holding charge and recharger had a frayed wire. Patient mentioned that they have a mass on their kidney and require an MRI for further evaluation and stated that CT scan and ultrasound have already been completed. Patient had prior back surgeries and opted for implant to avoid medication use.